Event description:
Upon investigation, the pump was powered on in an attempt to replicate the initial failure. The pump did not display any error codes or warning indicators after being turned on. The pump was able to be provisioned and logs were able to be downloaded and pulled from the server. Since the som module was initially suspected of locking up, it was determined that the som module should be removed and replaced. Once all repairs have been completed, the pump will undergo all necessary functional testing.

Event description:
The following has been reported: customer reported: we have a pump that is flashing 2 red lights on the front and beeping. It is unplugged and still doing it. You cannot turn it on. Waiting for confirmation of no patient harm and no report of issue stopping an active infusion. Recommended to staff to hold power button down to power down pump. Staff held power button for 20 seconds and pump shut off. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). Logs were received on 05/08/2024; fresenius (B)(4) was only able to perform an MDR reportability assessment at this time to determine whether the malfunction that occurred could potentially cause harm were it to recur. It is unknown if issue stopped an active infusion. No adverse effects were reported. Further information is needed to complete the investigation